Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a trial procedure, the physician could not access the space needed to place the drg lead. The trial procedure was abandoned and the issue was resolved.